Manufacturer narrative:
The patient was reported to be in their (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was thought to be a breach in aseptic technique; however, this could not be confirmed, therefore, the cause was assessed as unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with carbapenem (dose, route, frequency, and duration not reported) for peritonitis. Thirteen days after the onset, the patient was deemed recovered from the event. Extraneal and regnal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified by the physician the event was due to a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was unknown if the patient was retrained in aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.